Event description:
A customer had a problem with the PICC. The customer reports "the catheter ruptured, the catheter had a hole in one of the lumens. The customer reports "the fluid was leaking out of the skin around the insertion site."